Event description:
It was reported that the patient came into clinic and high hv impedance out of range was observed. Potential break in svc portion was suspected. Chest x-ray and reprogramming options were suggested. Possible lead extraction will be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.